Event description:
The patient was treated for the abdominal aortic aneurysm on (B)(6) 2024 with the implant of an alto abdominal aortic stent graft system. A routine follow-up diagnostic angiogram performed on (B)(6) 2025, identified aneurysm enlargement and a possible type ia endoleak. Reportedly, the physician plans to schedule an intervention to implant a palmaz (non-endologix) stent. The patient is stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records have been received and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement complaint is unconfirmed. The type ia endoleak and additional endovascular procedure (diagnostic angiogram) complaints are confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that a type ii endoleak of the lumbar arteries occurred that was not included in the event as reported. This was discovered during review of the computed tomography scans dated (B)(6)l 2025. The presence of severe calcification in the aortic neck likely resulted in inadequate stent graft apposition, leading to a type ia. The type ii endoleak of the lumbar artery is anatomy related. No procedure related harms were identified. The final patient status is reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - updated. G3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.